Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. Date of event is an approximation. The patient experienced inaccurate cgm values after the sensor was inserted in the abdomen. On (B)(6) 2023, the patient felt confused, dizzy, diaphoretic, and nauseated prior to passing out and the son called 911. When emergency medical services arrived, the cgm was reading 47 mg/dl on the receiver and the blood glucose reading was 812 mg/dl. The patient was treated with IV insulin and recovered 5 hours after treatment. When she woke, she had a headache from bumping her head on the floor. There was no documentation of further medical evaluation or intervention for hyperglycemia with loss of consciousness. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.